Manufacturer narrative:
(B)(4). One flexiva 200 tractip laser fiber was returned in one piece with a kink. The fiber measures approximately 313.7 cm from the top of the connector and includes the entire distal tip. The fiber is kinked approximately 310.8 cm from the top of the connector. Visual examination reveals that the exposed glass fiber tip measures approximately 3.5 mm and appears used. Examination under magnification confirms that the tip is used. The condition of the returned device confirms that the fiber is broken, likely as a result of handling of the device as it interacted with a scope or during use, and the device had no influence on the event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedures indicates that the adverse event occurred during the procedure and the device had no influence on the event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a flexiva ID tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2019. Reportedly, the laser console used was a lumenis versa pulse 100w. According to the complainant, during the procedure the fiber broke in the scope. The procedure was completed with another flexiva ID tractip laser fiber. There were no patient complications reported as a result of this event.